Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was confirmed by baxter quality engineering as motor issue. The cause of the problem was the motor being disengaged from the gear box and the red battery wire being broken. No repairs were made as the pump was sent for destruction.

Event description:
The facility representative reported an infusor pump with a condition of "pump is not working at all. Customer would like an "overhaul" on machine". It is unknown when this condition occurred. However, it is known to have occurred in the "outpatient surgery" department. There was no patient involvement. There was no patient/user injury or medical intervention necessary according to the facility representative. No additional information is available.